Event description:
The pt was unable to hear anymore on the right hand side. The pt is bilaterally implanted. The external equipment, was changed but without any alteration of the situation. Testing confirmed that the device has malfunctioned.